Event description:
Facility programmed a post port film on the medial field of a breast tangents. At the time of taking the film, the graticule did not clear and they were unable to take it. The facility closes the pt and selected it again and programmed film mode only with the graticule in the large field. A 1 mu was programmed for the exposure. The graticule cleared and the beam was enabled to expose the film. Instead of delivering 1 mu, the beam continued delivering treatment until the radiotherapist stopped the exposure. At that point, 28 mus was delivered. Although "film only" was programmed, the system defaulted to "split beam mode."

Manufacturer narrative:
The software bug was identified on (B)(4) 2007. The error was caused by the configuration for "imaging defaults." The facility was notified and instructed of a workaround on (B)(4) 2007. This reported problem is the same as the problems identified under medwatch numbers 961184-2008-00004 and 961184-2008-00005.